Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the transplant coordinator contacted the MFR stating that in 2003, during the lvad explant the hospital saw no vegetation on the pt's native or pump valves. The pt had presented at the hospital with positive blood cultures for coagulase negative staphylococcus. At the lvad exchange in 2003, cultures of the inflow valve and lvad pump surfaces were positive for gram positive cocci in clusters and staphylococcus. Cultures of the peritoneal fluid, pump pocket and lvad percutaneous driveline were negative. The pt was septic. The lvad exchange was done due to infection.